Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address stiffness, pain and loosening of the tibial component at the cement to implant interface. Cement manufacturer is unknown. The surgeon planned to put a smaller insert in or revised the tibia to achieve better flexion and extension. The tray looked to be well fixed but after 8-10 moderate hits the tray popped out with no cement on the backside. The femur and patella were well fixed and retained. Doi: (B)(6) 2016; dor: (B)(6) 2019; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.